Event description:
It was reported that during a general surgery procedure, the surgeon was preparing to staple across the abdomen when the device's cartridge fell off of the cutter but not into the patient. They used another device to complete the procedure. There was no other information from the or to report. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received in good visual condition and with two reloads present. The reload (b) was received fully loaded with staples. The reload (c) was received fully fired. The device was tested for functionality with the returned reload (b) and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.